Event description:
The customer reported high blood glucose and an a52 alarm. The blood glucose reading was 456 mg/dl. The alarm occurred after the act button was pressed while the patient was delivering a bolus. It was explained to the customer that the a52 alarm is a program safety alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with software error alarm due to poor solders joints connector on mother board. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.